Event description:
It was reported that during a follow-up, this right ventricular (rv) presented a lack of capture so it was examined by x-ray imagining the revealed the lead had dislodged. The implanting physician was unable to rule out micro-perforation had occurred, with the patient not presenting any symptoms or adverse associate with it before, during or after the procedure. This lead was removed and when examined no issues were observed. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow-up, this right ventricular (rv) presented a lack of capture so it was examined by x-ray imagining the revealed the lead had dislodged. The implanting physician was unable to rule out micro-perforation had occurred, with the patient not presenting any symptoms or adverse associate with it before, during or after the procedure. This lead was removed and when examined no issues were observed. A new device was implanted. No additional patient effects were reported.